Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: analysis confirmed the reported event, the lead connection flex assembly and main printed circuit board assembly were out of specification and replaced. (B)(4).

Event description:
It was reported that the external pulse generator (epg) while in use with a patient, could not pace. The epg was returned to the manufacturer for servicing. No patient complications have been reported as a result of this event.